Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a broken haptic was noted after the iol was inserted in the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.